Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5dz5p investigation summary: the analysis results found that one pcee60a device was returned with the anvil bent upwards and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Not sure. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not sure. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? By using a second device to cut the tissue. If yes, did the jaws eventually open? No.

Event description:
It was reported that during a difficult robotic assisted thoracic surgery the surgeon asked to open a powered echelon stapler 60mm (product code: pcee60a) which, after being fired several times, jammed whilst clamped on lung tissue; the jaws would not open regardless of troubleshooting attempts (including manual override). A second stapler was opened and clamped just above the original stapler to remove the lung tissue safely however following this, heavy bleeding occurred that could only be safely controlled by conversion to an emergency thoracotomy.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/25/2020. Additional information was requested, and the following was obtained: what were the indications for surgery? Cant remember wedge bolectomy case what was the surgical procedure being performed? Did the patient undergo any preoperative radiation or chemo therapy? No benign disease what troubleshooting steps were taken in attempts to open device? Opened in the patient using the first powered reverse button what is the surgeon¿s experience with device? 5 years was a transfusion required? It was but for other reasons what is the current patient status? Fine discharge.